Event description:
Account reports that during an emergency c-section, a baby safe was used. The unit was "not holding pressure" and resulted in "the pt having a pneurothorax". Account stated that it was the first time the product had been used. The actual sample involved was not kept (it was discarded due to contamination).